Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6) , and the reported event could not be conclusively established. The patient expired on (B)(6) 2021 due to an unknown cause and heartmate ii lvas, serial number (B)(6) , was not returned for evaluation. Multiple attempts for additional information were made and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2019. The heartmate ii lvas IFU is currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The cause of death and details leading up to the death were requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away.